Event description:
It was reported that one day post promus stent implantation ((B)(6) 2011) in the mid left anterior descending artery, the patient was started on prasugrel. On (B)(6) 2011, approximately 2 months post promus stent implantation, the patient experienced hematuria and was hospitalized. During hospitalization, the patient experienced bradycardia. There was no treatment reported and on 04/11/2011, the patient was discharged. There was no additional information provided. On (B)(4) 2013: subsequent to the initial information received, on (B)(6) 2011, per electrocardiogram (EKG), the patient was noted to be in 1st degree atrio-ventricular block and an inferior wall infarct was reported. There was no report of treatment and on (B)(6) 2011 the patient was discharged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of bradycardia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.